Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose, ketones, and had a bent cannula. The customer mentioned that his insulin pump has a crack and a chunk of the battery compartment was missing. The customer stated that while having an MRI, they removed the device and the person who took off, swung his insulin pump and hit a metal table. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.